Manufacturer narrative:
The implants have not returned for evaluation. The identifying lot number was not provided. A photograph confirmed the event. Based on the information provided, a root cause could not be determined at this time. Labeling review: "warnings/cautions/precautions: potential risks identified with the use of this device, which may require additional surgery, include device component fracture, loss of fixation, non-union, fracture of the vertebrae, and necrosis of bone, neurological injury and vascular or visceral injury." "Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation and/or breakage of device components."

Event description:
On (B)(6) 2023, a patient underwent a 2-level anterior cervical discectomy and fusion procedure. It was reported one of the locking mechanisms failed postoperatively. Revision surgery was performed.

Manufacturer narrative:
D6b. Unknown.

Manufacturer narrative:
H6. Clinical code: 1994.